Event description:
Physician attempted a right femoral arteriotomy closure with a perclose a-t (closer ak) device following an interventional procedure. The site was verified under flourscopy. The device reportedly broke with insertion between the sheath and the distal guide. The physician denies feeling resistance or using force with insertion of the device.